Event description:
A surgeon reports observing postoperatively that the istent became partially dislodged. The stent was subsequently explanted without incident. Additional information has been requested.

Manufacturer narrative:
Stent dislocation is a labeled adverse event. (B)(4).